Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that the reported issue occurred during a planned/non-emergency procedure. The procedure was completed as planned by using a different system. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. Troubleshooting determined that the host pc needed to be manually powered on. The fse pressed the host pc power button which booted up the host pc correctly. After the host pc was successfully booted, the system was functioning as intended and was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's host computer was unable to boot, preventing a full system boot. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.